Event description:
It was reported that pump screen was cracked and considered a malfunction, and customer declined to speak with customer technical support. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support, and no further outcome details were available.